Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller ((B)(6)) was not returned for evaluation. Log file analysis revealed a controller power-up with associated pump start event logged on (B)(6) 2021 at 06:08:08. The data point prior to the loss of power revealed that bat933574 was connected to power port one (1) with 25% relative state of charge (rsoc) and that bat933544 was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that bat933560 was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 16 seconds. Loss of power will result in a continuous audible alarm. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. If a power source is not connected to either of the controller power ports, a low priority power disconnect alarm would be triggered. It is likely a power disconnect alarm was perceived as the reported "no power source was connected to port number two alarm". As a result, the reported loss of power and "no power source alarm" event was confirmed; it is likely the loss of power is related to the reported vad stop and "red alarm" event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the reported "no power source alarm" event can be attributed, but not limited to a power disconnect alarm due to the disconnection of a single power source from the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller exhibited a power loss. The alarm sounded indicating no power source was connected to port number two, and it was also noted that the battery one was low. During the exchange of the battery, the controller power turned off for approximately sixteen seconds associated with a ventricular assist device (vad) stop. The controller remains in use. No patient complications have been reported as a result of this event.